Event description:
Boston scientific mobile cardiac telemetry failure to properly detect mobitz-ii av block which is a severe cardiac bradyarrhythmia. Failure of boston scientific mobile cardiac telemetry to properly categorize cardiac bradyarrhythmia (which was labeled "asystole"!) As a "serious" or "severe" abnormality which would prompt immediate patient notification/notify patient to seek immediate medical attention. Boston scientific labeled this finding as "stable" despite independent review by certified rhythm analysis technician / certified cardiographic technician of 2 separate episodes showing the same finding on 2 different dates/times.